Event description:
Additional information was received 10mar2025. The hub of the device was wrapped in gauze and then secured to the patient with adhesive tape. The gauze is used to prevent discomfort to the patient. The patient was up to the portable commode only with assistance. According to the head nurse, there is a possibility that the catheter was twisted due to unknown factors during nursing care. It should also be mentioned, the customer stated that it is still unknown whether the event is due to the product issue or a hospital issue. Additionally, the drainage catheter has not been replaced. A drainage bag was inserted directly into the separated portion of the device. A surgery will be conducted as scheduled at a later date but was said to be unrelated to the reported event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. Correction: b1, b2 (outcomes attributed to ae), h1, h6 (health effect - impact code). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b ¿ procode: additional procodes: gbo; lje. G4 - PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane dawon-mueller mac-loc locking loop multipurpose drainage catheter separated after placement. The device was placed (B)(6) 2025 and was noted to be broken (separated) outside of the patient's anatomy on (B)(6) 2025. A customer provided photo of the complaint device shows separation of the catheter shaft. A bile drainage bag from another manufacturer was said to be attached to the catheter. Replacement of the device was scheduled for a later date. No other adverse effects were reported for this incident. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that an ultrathane dawon-mueller mac-loc locking loop multipurpose drainage catheter separated after placement. The device was placed (B)(6) 2025 and was noted to be broken (separated) outside of the patient's anatomy on (B)(6) 2025. A customer provided photo of the complaint device shows separation of the catheter shaft. A bile drainage bag from another manufacturer was said to be attached to the catheter. The hub of the device was wrapped in gauze and then secured to the patient with adhesive tape. The gauze is used to prevent discomfort to the patient. The patient was up to the portable commode only with assistance. According to the head nurse, there is a possibility that the catheter was twisted due to unknown factors during nursing care. It should also be mentioned, the customer stated that it is still unknown whether the event is due to the product issue or a hospital issue. Additionally, the drainage catheter has not been replaced. A drainage bag was inserted directly into the separated portion of the device. A surgery will be conducted as scheduled at a later date but was said to be unrelated to the reported event. No adverse effects have been reported for this event. Reviews of documentation including instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. The customer provided a photo of the mac-loc of the catheter wrapped in gauze. The photo also showed where the catheter shaft had separated from the hub, just distal to the catheter hub. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] state the following: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned, and the results of the investigation, a definitive root cause for this event could not be established. Given the information provided, it is possible that the catheter experienced excessive force or tension while in the patient, but this cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.